Manufacturer narrative:
Additional information was added to h4, h6 and h10: h4: the lot was manufactured from september 24, 2021 - september 28, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not release the drug product. This was observed when the nurse visited the patient to remove the pump after 48 hours. The device had been filled with fluorouracil 3950mg. After the device was removed, a leak was observed; the drug crystallized around the top of the pump and opening of the port. There was no report of patient injury or medical intervention associated with this event. No additional information is available.